Manufacturer narrative:
Additional follow-up with the patient determined that fdd (B)(4) is more fitting instead of previously reported fdd (B)(4).

Event description:
Follow-up with the patient determined that the left ins battery "went down" and was to be replaced on (B)(6) 2015 but the patient's insurance would not allow both ins systems to be replaced at the same time as was originally planned. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation reported that the ins on her left side "quite working" and was never removed or replaced. The patient stated that her right device was recently replaced and the left device quite working before the right side device was replaced. No patient symptoms were reported.